Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "connection point between the access line and the pre-filter solid component" of a prismaflex tpe2000 set during priming. There was no patient involvement. No additional information is available.